Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "a bilateral exchange due to patient¿s concerns with the product." Patient later reported left side rupture. Device remains implanted.

Event description:
Healthcare professional reported "a bilateral exchange due to patient¿s concerns with the product." Patient later reported left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.